Event description:
The complaint is reported as: the doctor had to insert the catheter in the patient-subclavian access. In all 3 attempts guidewire bends, making threading of central venous catheter over guidewire difficult. This causes trauma to patient and vessel. A fourth attempt at placement was successful. It was reported no medical intervention was required, but three different doctors tried on the same patient to insert and the reference to vessel trauma is due to fact that the patient had multiple punctures.

Manufacturer narrative:
(B)(4). Associated MDR#s: 3006425876-2022-01124; 3006425876-2022-01125. The customer returned one guide wire for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire contained nine kinks. Two of the kinks were at the j-bend making it misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds are secure and intact. The kinks on the guide wire length measured 249mm, 260mm, 269mm, 285mm, 298mm, 359mm, 372mm , 573mm, and 595 mm from the proximal weld. The guide wire length measured 601 mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790 mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/introducer needle assembly. Significant resistance was encountered at the locations of the kinking. However, it was observed that the non-kinked areas were able to pass with little to no difficulty. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed nine kinks on the guide wire. The guide wire met all relevant dimensional requirements. Functional analysis revealed that the kinks meet resistance when passing through a lab inventory needle/ars assembly; however, the non-kinked sections appeared functional. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the doctor had to insert the catheter in the patient-subclavian access. In all 3 attempts guidewire bends, making threading of central venous catheter over guidewire difficult. This causes trauma to patient and vessel. A fourth attempt at placement was successful. It was reported no medical intervention was required, but three different doctors tried on the same patient to insert and the reference to vessel trauma is due to fact that the patient had multiple punctures.

Manufacturer narrative:
(B)(4). Associated MDR#s: 3006425876-2022-01123; 3006425876-2022-01124; 3006425876-2022-01125. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s: 3006425876-2022-01124; and 3006425876-2022-01125.

Event description:
The complaint is reported as: the doctor had to insert the catheter in the patient-subclavian access. In all 3 attempts guidewire bends, making threading of central venous catheter over guidewire difficult. This causes trauma to patient and vessel. A fourth attempt at placement was successful. It was reported no medical intervention was required, but three different doctos tried on the same patient to insert and the reference to vessel trauma is due to fact that the patient had multiple punctures.